Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the unit had a torn coupler sheath and wires were exposed. The coupler was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the evac had a torn coupler sheath and wires were exposed. There was no electric shock that occurred due to the exposed wires. No harm or delay reported. No adverse events occurred due to this malfunction.